Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via a manufacturer representative reported her implanted devices have never worked. She said the trial worked great and now she had never had any relief and needed help changing programs on her programmer. The consumer claimed she did not have any falls and nothing had changed since her surgery. It was noted that the consumer was forgetful and did not remember having surgery in (B)(6); she claimed she was in (B)(6), but then said she did not remember. The consumer was advised to call her doctor and she was able to successfully change the programs. The issue was noted as not resolved at the time of the report. There were no further complications reported and/or anticipated.